Manufacturer narrative:
Evaluation of the first returned smart coil pusher assembly could not confirm the reported complaint. The embolization coil was detached and not returned for evaluation. The evaluation also revealed that the pusher assembly was kinked and fractured at its proximal end, the pull wire was fractured at its proximal end, and the pull wire was retracted from the pusher assembly ddt. This damage was likely a result of the manual detachment attempted during the procedure. Based on the returned condition, the root cause of the reported coil detachment issue could not be determined. Further evaluation of the device revealed additional pusher assembly kinks. This damage was likely incidental to the complaint. Evaluation of the second returned smart coil pusher assembly could not confirm the reported complaint. The embolization coil was detached and not returned for evaluation. The evaluation also revealed that the pusher assembly and the pull wire were fractured at their proximal end, and the pull wire was retracted from the pusher assembly ddt. This damage was likely a result of the manual detachment attempted during the procedure. Based on the returned condition, the root cause of the reported coil detachment issue could not be determined. Further evaluation of the device revealed additional pusher assembly kinks. This damage was likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report number: 3005168196-2021-02128.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (aca) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, and a guidewire. It should be noted that the patient's anatomy was tortuous, narrowed, and calcified. During the procedure, eight coils and two smart coils were implanted into the target location. While attempting to detach the next smart coil, the handle failed to detach the coil. It was also reported that manual detachment failed. Therefore, the smart coil was removed. While attempting to detach the next smart coil, the same issue occurred. Therefore, the smart coil was removed. The procedure was completed using another smart coil, the same handle, and the same microcatheter. There was no report of an adverse effect to the patient.